Manufacturer narrative:
The complaint part¿s return for evaluation was addressed in the supplemental report submitted on (B)(4) 2016. The exact date of return was added to the associated field. Product investigation summary: the returned devices were examined and the complaint conditions were able to be confirmed as the threaded tip of the holding sleeve was found to be broken with the missing fragment lodged in the returned polyaxial screw. No definitive root cause was able to be determined; however, the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix holding sleeve-long is one of ten holdings sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The relevant drawings for the returned devices were reviewed (both current revisions and from the time of manufacture): holding sleeve and screw. A design change was implemented to address the failure mode of the holding sleeve¿s threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured after these changes were applied. The design, materials, and finishing processes were found to be appropriate for the intended uses of these devices. A device history review was performed for the returned instrument's and implant's lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be identified; the observed failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, born in 1952, dob and weight not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: supplier nemcomed, packaged by: (B)(4), manufacturing date: 12/20/2013. Part #: 03.632.036, lot#: 7492386 (non-sterile) holding sleeve-long for matrix. Lot was release to the warehouse on 12/20/2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery of a female patient, the tip of the retaining sleeve broke off and destroyed the inner part of the screw. Patient outcome was as expected. No prolongation in surgery. There was no patient harm. All broken off pieces were removed from the patient. It was reported that another retaining sleeve was used to resolve the problem. This report is 1 of 1 for (B)(4).